Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to attach and secure the luer connector to the insulin cartridge during the refill and setup process, preventing progression to tubing priming; after replacing the cartridge, the connector engaged properly and the cartridge locked into the ilet as intended. Symptoms included no clinical effects. Outcomes included resolution after cartridge replacement and shipment of replacement supplies. Investigation included user troubleshooting and education. Investigation of this case revealed a suspected cartridge-to-connector compatibility or dimensional fit issue associated with the cartridge lot provided (lot 30150), as the initial connector did not turn into place until the cartridge was changed, indicating a cartridge component nonconformance rather than a pump or connector malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component dimensional or manufacturing variation of the cartridge leading to connection difficulty.